Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high," but it did not exceed critical levels. To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi). Reportedly, the customer continued to use the pump for insulin therapy.